Event description:
It was reported that a patient presented to the emergency room for unrelated issues. Device interrogation revealed intermittent capture on the atrial lead. On (B)(6) 2023, x-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Event description:
Additional information received notes that the atrial lead was undersensing.

Manufacturer narrative:
Correction: section g3 - the awareness date in the previously reported supplemental (submitted on 17 feb 2023) should have been 19 jan 2023, rather than 6 feb 2023.

Manufacturer narrative:
The reported events were lead dislodgement, intermittent capture, and sensing anomaly. The reported events of intermittent capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil inside the connector region that happened during analysis. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification.